Manufacturer narrative:
(B)(6). (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hole in the tubing was observed in a clearlink system continu-flo solution set. This was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and found that the tubing was separated from the third y-site. An evaluation was performed on the tubing and a lack of solvent was identified during examination. The solvent does not apply uniformly in the circumference of the tube. The reported condition was verified. The cause of the condition was due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.